Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of dextrose solution with a spectrum infusion pump, a neonate became hyperglycemic. The event occurred in the neonate intensive care unit. A bag containing 250 mls of the dextrose solution delivered the entire volume to the neonate resulting in hyperglycemia. The blood glucose of the baby was 500. It was reported that the flow-rate was double checked and was correct. No additional information is available.

Manufacturer narrative:
All attempts to obtain additional information regarding the event including specific device used, intravenous set, pump set up, and flow rates were unsuccessful. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.